Event description:
In an article titled "five year outcomes in patients treated with the x-stop interspinous process device for neurogenic intermittent claudication due to lumbar spinal stenosis," the following events were reported: for patients treated with the x-stop device, between two and five year time points, the following was reported: one patient had a displaced device that was removed and replaced with a larger one. There were no spinous process fractures. No additional information was reported.

Manufacturer narrative:
Report source: article titled: "proceedings of the nass 23rd annual meeting / the spine journal 8 (2008) 1s-191s: p108. Five year outcomes in patients treated with the x-stop interspinous process device for neurogenic intermittent claudication due to lumbar spinal stenosis" by james zucherman, et al. Device not returned, internal review of literature, follow-up with author.